Event description:
It has been reported to philips that the allura system would not start up in the morning. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected system onsite and confirmed that the system was not booting up because of the issue in host pc. Review of system log files showed shutdown was initiated during startup. The engineer replaced the host pc and hard disk and returned the device to use in good working order. Later, a similar was reported and engineer replaced the hard disk to solve the issue. The codes were updated based on the investigation outcome.